Manufacturer narrative:
It was reported that while draping the device, a collision was detected and a shutdown occurred. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the collision was caused by a use error and the shutdown was caused by an error in the force sensor loop (design issue).

Event description:
At 10:59am on (B)(6) 2019 during rns surgery with no field service engineer present, physician's assistant notified field service engineer that sudden shutdown occurred during sterile draping while arm was in home position, and rosa system indicated collision detected despite no collision occurring . Surgeon re-initialized system and proceeded with surgery. This event caused a 5 minutes delay and no clinical consequences.